Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with vectra and cervios cages at c5-c6, c7-t1 for an acdf on an unk date. Status post, levels fused and surgeon decided to extend to c4-c5. Pre-operatively surgeon decided to remove the cranial screws in the existing construct at c5 and reposition them to insert a one-level plate above to avoid screw interference from the construct below. When surgeon began to remove the two screws at c5, he noted that they were no longer blocked by the plate. Surgeon reported that at the time of the original surgery, the screws were sufficiently seated to the plate with the elgiloy chips surgeon inserted new screws into the plate. The same plate remains implanted in the pt. This is the 2nd of 3 reports submitted on this event.